Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple motor error during bolus as well as no delivery alerts. Customer's blood glucose value was 320 mg/dl at the time of the incident. Troubleshooting was performed. Customer reports the drive support cap appears normal. Customer reports the insulin pump did not expose to high magnetic field. Customer was able to complete pump rewind. Customer reports the insulin pump alarm more than one motor error alarm within the last 30 days. Customer declined to troubleshooting for no delivery and high blood glucose. The device will be returned for analysis.